Event description:
The customer reported that after leaving their device to charge on top of another piece of equipment for 1-2 weeks, their epoc host battery malfunctioned and they reported seeing fire from the device. There is no report of injury due to this event.

Manufacturer narrative:
The instrument has been unplugged and sent to a siemens warehouse to await investigation. The cause of this event is unknown.

Manufacturer narrative:
A historical review of all epoc host2 complaints going back 4 years was conducted and no similar events related to the battery were found. The device was returned for investigation. The reader and power supply unit (psu) did not show evidence of damage on the device that could cause this issue to occur. The cause of the event is unknown based on the investigation of the psu and reader. A comprehensive analysis of the returned affected battery was performed. A definitive root cause is unknown. Analysis indicates one of the three lithium-ion cells of this battery pack vented. No obvious signs of external mechanical damage or electrical faults were observed on this specific battery. Usage conditions such as prolonged high state of charge and/or high temperature have been identified as accelerators of cell degradation. It was noted that the customer stated the device was charging for two weeks straight. No systemic product problem identified.